Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that underfill occurred with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, " material no. 363083 batch no. Unknown it was reported that the citrate tube though full is not sufficient for testing per facility lab. 363083 citrate tube is not filling correctly. The issue if the lab keeps telling us the quantity is not sufficient for 363083 to run the test despite the tube being full and not taking any more blood. One nurse used a needle and syringe full of blood to inject the tube as much as it would take and the second sample she drew twice to make sure the sample filled. This was on a patient going into the or who needed a pre and post level after a drug. Both specimens were voided. From what I hear from other nurses this is not the first time in the past few week. We ended up discarding that entire lot and replaced the tubes with another lot. Hopefully this helps the situation. I inquired with the lab to make sure it wasn¿t their machine and they didn¿t feel it was. Either way it¿s a lot of wasted time for the nurses and more importantly unfortunate for the care of the patient."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, " material no. 363083, batch no. Unknown. It was reported that the citrate tube though full is not sufficient for testing per facility lab. 363083 citrate tube is not filling correctly. The issue if the lab keeps telling us the quantity is not sufficient for 363083 to run the test despite the tube being full and not taking any more blood. One nurse used a needle and syringe full of blood to inject the tube as much as it would take and the second sample she drew twice to make sure the sample filled. This was on a patient going into the or who needed a pre and post level after a drug. Both specimens were voided. From what I hear from other nurses this is not the first time in the past few week. We ended up discarding that entire lot and replaced the tubes with another lot. Hopefully this helps the situation. I inquired with the lab to make sure it wasn't their machine and they didn't feel it was. Either way it¿s a lot of wasted time for the nurses and more importantly unfortunate for the care of the patient."